Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Device passed self test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm anomalies noted. Device received with minor scratched lcd window the asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a motor error and buttons had to press more than once to respond. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.